Manufacturer narrative:
On 29 november 2022, the distributor reported the additional information: a pump evaluation was performed, and it was determined that the pump was not delayed in responding to button presses. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. The customer's blood glucose (bg) level was 200 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.